Event description:
The patient had a pca pump stopped so an MRI could be completed. When the nurse attempted to restart the pump, the pump had a "service due" message. The pca reading was found to have a major discrepancy. The pca pump readings were: residual 26.7, i.d. 9#, attempts 17, total milligrams 46.6. According to the readings on the pca pump, there was a large discrepancy found in the milligrams given to the patient. The pump was removed from the patient and the residual in the cartridge was measured. The total amount discarded was 17 ml. Further investigation showed that even though the pump reading was incorrect, the 17 ml was the correct amount of residual. Therefore the patient did not receive more medication than was prescribed. However, the machine was not subtracting the doses correctly. The pca pump was not on the patient during the MRI. The pca pump was sent to biomed and they could not clear the service needed alarm so it was sent back to the manufacturer for a full review.